Event description:
It was reported that after following the directions for use the surgeon saw a string of hair or plastic while implanting the iol (intraocular lens). The surgeon removed this during aspiration, but did not collect it. The surgeon thought it was not from the healon because it seemed to be attached to the iol. There was no vitrectomy or incision enlargement required. No patient injury reported. The lens was fully inserted and there was no delay in the procedure. No additional information was provided.

Manufacturer narrative:
Pt info: information unknown/ not provided. Explant date: n/a (not applicable). The lens remains implanted. Initial reporter: first name: unknown, information not provided. Initial reporter: email address: unknown, information not provided. (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.